Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed 'power lost while running' and reads "stopped". Troubleshooting was performed but the alarm persisted. A continuous infusion rate of 2.2 ml/hour had been programmed; with a total reservoir volume of 93 ml and a given volume of 7 ml. There was no reported patient harm. The event occurred while in use.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.